Manufacturer narrative:
A fse (field service engineer) provided telephone support to the customer for the au5800 clinical chemistry analyzer. The customer contacted their third-party company's engineer and requested service. The engineer inspected the instrument and identified the ise buffer reagent syringe was defective and causing the issue. The engineer replaced the ise buffer reagent syringe to resolve the issue. The system performance was verified successfully without further issues. No further issues were noted after part replacement. Section e1, initial reporter telephone number is (B)(6). Section e1, initial reporter address: (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated false low patient result on the ise (ion selective electrode) module for sodium (na), potassium (k), and chloride (cl). The customer did not provide patient data or demographics. The erroneous results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event.